Event description:
A patient reported experiencing unconsciousness while using a one touch meter. In 2001, patient's blood glucose was around 150mg/dl on the ot meter. Patient later passed out and was taken to hospital. Patient's blood glucose at the hospital was below 70mg/dl. Patient admitted for treatment. Patient was discharged on the next day. Patient does not recall any further details about the event. Patient reported that the ot meter has disappeared.